Event description:
Reportedly, the subject programmer automatically shuts down and reboots, becoming stuck in a boot loop.

Event description:
Reportedly, the subject programmer automatically shuts down and reboots, becoming stuck in a boot loop.